Event description:
During service of the unit it won't power up on internal or external power condition. Replaced the power board, due to transistors q15, q4, q5, integrated circuit u35, and inductor l4 to correct the failure mode.